Event description:
It was reported that the patient presented in-clinic for a generator change procedure. Prior to the procedure the right-atrial (ra) lead exhibited sensing of noise and later failed to sense too. As a resolution the ra lead was capped and replaced on (B)(6) 2025. The patient condition was stable.